Manufacturer narrative:
Bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub breaks off was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each attached to a holder and had their eclipse shield activated, and the issue of hub breaks off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub breaks off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the needle broke off in patients arm. The user was able to remove needle, there was no additional patient impact. The following information was provided by the initial reporter: needle broke while in patient's arm. Mla was able to remove the needle without harm to herself or the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the needle broke off in patients arm. The user was able to remove needle, there was no additional patient impact. The following information was provided by the initial reporter: needle broke while in patient's arm. Mla was able to remove the needle without harm to herself or the patient.